Event description:
Info rec'd states peripherally inserted central venous catheter was removed from pt due to blood backup in the line. Attempts to flush the line were unsuccessful. Md called, but unable to salvage the line. The catheter was disconnected and removed intact and complete. After removal of line noted "leakage of fluid from the y-connector near the filter". No further info available.